Event description:
Feeding tube placed without difficulty then x-ray confirmed proper placement. Tube feedings started and noted leaking. Attempted to flush feeding tube and a hole was noted between the end of the tube and the patient's nare. Stylet remained in place prior/during/post placement until xray confirmation obtained; then easily removed. Tube was removed and replaced. The patient was not harmed.